Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the surgical team went to open a 6 high actis stem and the packaging was not sealed properly; packing was damaged. You could see on one side where it was not properly "sealed". The decision was made by or team that this implant should not be used on this patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Product description:-actis collared high size 6 product code:-101012060 lot no:-4540324 quantity of manufactured- 10 date of manufacturing-07-aug-2024 expiry date-31-jul-2034 as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot product description: -actis collared high size 6 product code:-101012060 lot no:-4540324 quantity of manufactured- 10 date of manufacturing-07-aug-2024 expiry date-31-jul-2034 device history review a manufacturing record evaluation was performed for the finished device [4540324] number, and no non-conformances / manufacturing irregularities were identified.